Manufacturer narrative:
A field service engineer (fse) was dispatched for this event and replaced the piercer assembly which includes the motor, gear wheel and position switches. The fse also replaced the count syringe and solenoid. The fse then lubed the o-rings for both waste syringes and count syringe. The fse checked the probe and piercer, realigned the probe, and adjusted the cassette output full switch. Per the fse, the root cause is attributed to the probe getting stuck inside the tube and then diluent/backwash ended up inside the tube. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that while processing a sample uncapped (open vial) using the manual mode, the sample door on the coulter ac-t 5 diff analyzer opened and the sample tube was over-filled with backwash containing blood and diluent. The fluid spilled onto the carousel and the piercing station. The operator was wearing the proper protective equipment (ppe). There was no exposure, or contact with the eyes or skin, open wounds or mucous membranes. There was no effect to patients or end user. The operator did not seek medical attention.